Manufacturer narrative:
MDR 3003442380-2024-01460 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in brazil. It was reported that patient faced two infusion set cannula bent event on around 9pm on (B)(6) 2024 and in early hours of (B)(6) 2024. The blood glucose level was 300 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.